Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a procedure for mesh erosion on (B)(6) 2011 by (B)(6). Patient had simple partial vulvectomy and vulvar biopsy on (B)(6) 2011 by (B)(6) for vulval intra-epithelial neoplasa stage 2.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008; due to grade 4 cystocele, and grade 3 cervical prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.